Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited myopotential oversensing on the right ventricular (rv) channel resulting in asystole of greater than two seconds. Technical services was contacted, and rv lead troubleshooting and device programming recommendations were provided. In addition, technical services observed some atrial tachy response (atr) events that show a small ap signal. As such, right atrial (ra) lead troubleshooting was recommended to verify pacing capture. Of note, both the rv and the ra lead are non-boston scientific products. No adverse patient effects were reported. This pacemaker system remains in service.